Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency procedure was performed when the issue happened. The procedure was completed as planned as the issue did not affect the procedure. Field service engineer (fse) visited onsite and confirm that reported issue. Upon troubleshooting, fse found the plastic cover from the articulating arm for the radiation shield is detaching. To resolve the problem, fse replaced the plastic covers and secured them in place with zip ties to prevent them from falling again. After replaced the plastic covers and zip-tied them to prevent falling, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the ceiling radiation shield's plastic cover fell off. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.